Event description:
Consumer called with accuracy issues on their meter. Got a low reading and needed to call ems for assistance. Administered glucose and retested with ems meter and plink. Plink was reading much lower.